Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultralink meter had a communication issue. The pt tests his blood glucose 6-7 times a day. He manages his diabetes with an insulin pump. The pt takes sliding-scale novolog dosages based on his meter readings. The pt stated that he was able to test his blood glucose a day prior, at 5:30-6:00 pm and also before bedtime. He was unable to recall what meter readings he obtained at those times. He also was unable to recall if he took insulin based on those meter readings but said that he was "pretty sure" he did. He also ate dinner as usual and a snack that evening before going to bed. At around 2:30am the next morning on date of event. The pt woke up and claimed that he had "low blood glucose." He was unable to remember what specific symptoms he had and if he even tested his blood glucose with the reported meter when he felt low. The paramedics were contacted. The pt stated that his blood glucose got down to "40 mg/dl" on the paramedics' meter. The paramedics treated the pt with orange juice and a "pill." During troubleshooting, the one touch customer advocate (otca) noted that the reported meter's pump communication setting was turned off. The otca walked the pt through turning the communication setting on. The alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms of hypoglycemia and received treatment from paramedics after possibly taking too much insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.